Event description:
End user reports while operating the motorized wheelchair, she lost control of the unit and ran into a bed. Allegedly, as a result of the incident the end user sustained a fractured left arm.

Manufacturer narrative:
No malfunction suspected. The motorized wheelchair performed as intended upon testing. Hoveround's owners manual warns end users to set the speed/response control consistent with the surrounding environment or at minimum speed for confined spaces.